Manufacturer narrative:
Device evaluation: one service replacement powermax elite mot hand control mdu, part number 72200872s was received on 05/20/2015 and confirmed to be serial number (B)(4). Hand piece failed functional testing on a test control unit with motor fault error. Hand piece also damaged electronic components on test control units main pcb. Hand piece motor pn: 91000516 has shorted out. Cause of short to motor is the use of non-conforming material on wiring from cable assy to motor. This appears to have been done by a 3rd party repair. Heat shrink used on wiring melted and the wiring shorted out motor. This also caused electronic component damage to the two control units returned on complaints (B)(4). Product was shipped to customer as a service replacement on (B)(4) 2013. (B)(4).

Event description:
During an anterior cruciate ligament procedure, it was reported the control unit did not recognize the motor drive unit. The patient was asleep and had to be awakened as there were no other backup devices available. The delay was approximately 30 minutes, before the procedure was canceled. The patient was fine but they will have to come back for surgery; the surgery is being rescheduled.